Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 customer reported that the cap piercer on the dxc 800 pro instrument was leaking auto-gloss on the caps and racks, and the instrument was having "primary vacuum low" errors. The customer disabled the cap piercer and the system was operational. No injury or erroneous results were reported. Field service engineer replaced both of the instruments vacuum pumps. No further problems have been reported from the customer.